Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan and alleged the surestep original meter was reading inaccurately high. The pt contacted a medical professional for advice. At the office the reported meter read 29.6 mmol/l and on an unk meter was 19.6 mmol/l. (Invalid comparison). The doctor did not treet the pt for hyperglycemia, however did adjust their routine medications. The pt felt high, had blurred vision, and their blood glucose reading had been high for the last several days. The customer care representative performed troubleshooting and the control solution was expired, however it has discovered the m button was not working and for this reason is reported as a product malfunction.